Manufacturer narrative:
The olympus field service engineer (fse) visited the customer site to perform in-service/repairs on the equipment. The customer¿s reported issue was confirmed, two cuts were observed on the outer circumference of the eye shade. The device history records (DHR) could not be confirmed since the actual eyepiece does not have a serial number, however, a visual inspection is performed during shipping inspection therefore is can be determined that the subject eye shade was not abnormal at the time of shipment. It was confirmed that the equipment has been in use for more than 4 years since delivery. (Device manufacture date: may 26, 2016). Based on a case similar to the reported phenomenon in a repair case, since the eyeshade is made of rubber, the potential cause of the cut eye shade can be attributed to deterioration over time or handling such as pulling with strongly. The instruction for use indicates, if an abnormality is found, chapter 7 states that the user should contact olympus without using the device.

Event description:
Olympus (oj) was informed by the nurse at the user facility that during pre-use inspection of the operation microscope (oms-8000), the right eye shade of the eyepiece was partially cut off. The procedure was completed using the same equipment. No health hazard to the patient.